Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized on (B)(6), 2013 with 400mg/dl and went up to 600mg/dl. On (B)(6), his blood glucose was 700mg/dl, and on (B)(6), 2013 his blood glucose was 600mg/dl at time of admission. The customer experienced dehydration, went into diabetes ketoacidosis, and had low potassium. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The customer mentioned that he has dyslexia. The customer stated that currently his blood glucose is under control. No further information was provided.